Event description:
Tip is broken off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 2/8/2011. The age was corrected to (B)(6). (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mnh, mni, kwq, kwp. (B)(6). The investigation of the holding sleeves revealed that a piece of the thread tip has actually broken away. Unfortunately it is difficult for us to fully understand the damage in retrospect as we don¿t have any detailed information. The reported damaged is indicative of excessive mechanical stress/handling. It is a delicate design and the thread is quite thin-walled, which is why it is so important that the appropriate op-techniques are carried out. A review of the material and production documents did not lead to any abnormalities being detected (the instrument even complies with the new version). No product defects could be detected.

Manufacturer narrative:
This device was used for treatment, not diagnosis.additional information: the method code for the device history review was reported on the initial mw (3317), but the rationale was not included. A review of the manufacturing and material documents did not lead to any abnormalities being detected.